Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported issue was confirmed. In additional, device flow rate was not within standard due to faulty electropneumatic proportional valve. According to the investigation, the initial reported issue occurred due to failure of the printed circuit board (duct line pressure sensor), front panel did not display and due to failure of the electro pneumatic proportional valve, the flow rate exhibited improper rate. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit displayed front panel light-emitting diode disappeared (completely black out). The issue occurred during maintenance. There were no reports of patient involvement.